Event description:
It was reported, "surgeon said patient was unstable. Need a longer head or constrained liner."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.